Manufacturer narrative:
Customer returned complaint pen needles. Retain samples and returned samples were tested. Drag force and penetration tests were performed on retain samples and results were in specification range. The defect was not confirmed. Puncture tests and microscopic analysis was performed on returned samples. The defect was not confirmed. Root cause analysis was not conducted. No CAPA initiated.

Manufacturer narrative:
Product involved in incident was returned for evaluation and forwarded to the manufacturer for further evaluation. Evaluation results are pending. Arkray will file a follow-up report when evaluation is complete.

Event description:
Customer just started using our products and he is having issues with getting the needle into his skin and sometimes bending. He has three boxes and has only used about 8 of them so far and has been an issue with each needle. Caller doesn't use same injection site. Caller has no scar tissue and not injecting into navel. Never reuses needles. Part 234132. Replacing two boxes and sending label.